Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, brain fog, and fatigue.

Event description:
Patient reporting capsular contracture (unknown baker grade) on right side. Patient also reported fatigue and brain fog, these events were not related to the device. This relates to the right device. Device remains implanted.